Event description:
It was reported that during an open radical prostatectomy procedure, the surgeon using enseal for prostatectomy. The generator began reporting errors with the instrument. The theatre staff attempted to alleviate by switching the generator on and off. The surgeon continued to use device. Smoke was noticed coming from the end of the instrument and then flames. The theatre staff disconnected and put aside. The instrument may have congealed blood on the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Arcing and ptc damaged additional information: how long has the surgeon been using the device? Approx. Twenty months. Was the product specialist present during the surgery? No. The device was being used with the gen11 - the serial number is (B)(4). The device was removed and the surgeon reverted to manual compression. Did the gen11 display any yellow alert screens during the procedure? Yes. Dr stephens informed me that the case started as per normal ie normal patient and enseal performing normally. He used it for 10-15 activations and enseal appeared to be working normally. The after this the generator was giving an error code instead of tone b (impedance reached). The error was not clarified - I have the impression the error was "reposition tissue in jaws" noise. I am not able to say with any certainty the actual error codes frequency or type. The device progressively became harder and harder to use during subsequent (10 or so) firings with error tones becoming prevalent instead of tone b. The theatre staff restarted generator and the device was reactivated at which time the flame came from the end of the device. The flame was instant and immediately disappeared after the energy button was released. After the device was put aside the surgeon returned to his previous technique of cct what tissue was the device being used on when the incident occurred? Was it thick or fibrous? Normal tissue - mainly used to seal blood vessels - arteries and veins. What tissue was the device being used on prior to the incident? Was it thick or fibrous? As above normal tissue - no radiation etc. How much time into the procedure did the event occur? 20-30 mins. Approximately how many transections/activations had occurred prior to the incident? 20-25th activation. How and how often was the device cleaned? As per usual for this device and procedure- as required. Was the device used for dissection? If so, how much? Surgeons technique is that he mainly used metal reusable instruments for dissection and enseal for sealing only. Please quantify "smoke" and "flames" (location, size, etc). Minimal smoke (can't remember much) - flame came from the tip of the device - was bright green in colour with a yellow base. Was 1.5 cms tall. (Surgeon believes he has seem a similar flame when he has previously seen copper burning). Please confirm the patient's condition and did this event impact the patient's course of treatment? No adverse effect upon patient. Additional information gained during a scheduled conference call with the (B)(6) ees team and the (B)(6) ees team: the device worked as expected for the first 7-10 minutes. The generator then showed "reposition tissue in jaws." After about 25 firings it was reported by the surgeon that the device did not seem to be working as expected and was not coagulating as well. The gen11 was shut down and then powered back up. Following this is when the team experienced the 1.5 cm green flame that came from the "tip" of the bottom jaw of the device. The surgeon then went to a clamp, cut and tie method immediately following this event. There was no injury to the patient reported and the patient is reported to be doing well. Following the procedure it was reported that a hospital biomed staff member tested the device outside of the operating theatre and stated that when the device was activated it was like "fireworks coming off the end of the device." I spoke briefly the other day to one of the murdoch hospital biomed guys and he told me that after the complaint and before he handed the device in he plugged it in to a second generator and the handpiece immediately sparked from the jaws when he fired it. He then unplugged it. The device was received with the presence of tissue in the jaws along with a white cotton looking material. Visual inspection under magnification was performed and the ptc was damaged on the inside of the curve in the proximal end of the jaw. There is also evidence of electrode imprint in the ptc. Also, the jaws do not close parallel to each other as intended during functional testing arcing (sparks) were noticed when activated on wet shamy. When activated without anything in the jaws, the "reposition jaws and reactive" message displayed on the generator from the electrode was touching the top jaw. The electrode made contact with the upper jaw, which creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. The "replace instrument" screen would be displayed after receiving the "reposition jaws and reactivate" message twice.